Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a primary breast augmentation with a 350cc mentor smooth round moderate profile prosthesis and experienced postoperative right-sided capsular contracture (grade unknown). The patient had a consultation with a healthcare professional. As a result, the patient underwent unilateral removal and replacement with a 350cc mentor smooth round moderate profile prosthesis (right catalog #: 3501655, right serial #: (B)(4)) on (B)(6) 2012. The device was discarded and is not available for product evaluation.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient's symptoms. The patient was diagnosed with bilateral hypoplasia status post previous breast augmentation prior to the revision surgery. Manufacturer's reference number: (B)(4).